Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving morphine ( concentration 10mg, unknown dose) and clonidine (concentration 500mcg, unknown dose) via an implantable pump. The indication for use was noted as malignant pain, spinal pain and other (carcinoma). On this report date the patient was admitted to the emergency department (ed) because the pump had stalled; the managing doctor read the logs and logs indicated that there was a motor stall with no recovery. The reporter was unsure about what led to the event and the specifics of the patient symptoms. An explant was planned for the following day. At the time of this report, it was noted that the issue was not resolved. The patient was in hospital and the patient status was "alive - no injury" on (B)(6) 2015, the patient later reported that her pump stopped working (the motor stopped). The patient had surgery on (B)(6) 2015 and her pump was replaced.